Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s current blood glucose was not given. Troubleshoot was performed but did not resolve the issue. Customer advise to replace battery and monitor the insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents. No unexpected power loss or replace battery now alarm noted.